Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This caused a loose grip cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis. Additional findings not related to customer reported complaint: the instrument was found to have an excessive amount of dried, white residue on the clamping pulley of inputs 5(pitch), 6(grip), 7(grip) located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The instrument was found to have corrosion/contamination on grip bearings. The grip input disk bearings have oxidation, characterized by orange discoloration. The corrosion was observed to be found on the outer ring components of the bearing. Isi reviewed the site¿s complaint history, which did not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. A review of the instrument log for the medium-large clip applier (470327-09/n10170425-0025) associated with this event has been performed. Per logs, the was last used on (B)(6) 2024 on arm 4 of system sk1095. Logs indicate that a backup medium-large clip applier was used in the same procedure. Device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of the broken grip cable at the proximal end is attributed to damage to the cable during use or during reprocessing. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was fine when placed on the field. Once it was put through the port, an attempt was made to fire the clip, but the clip fell out. When the medium-large clip applier instrument was removed the customer realized one of the wires near the clip was loose. The medium-large clip applier was immediately removed from the field and the patient was not harmed. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip fell inside of the patient but was immediately retrieved out of the patient. The instrument was inspected prior to use and nothing out of the ordinary or damaged was noted. The resident opened the jaw of the clip and was about to fire the clip it twisted and fell out. After taking out the instrument the surgical staff realized the wire was loose. The surgeon didn't notice any damage, but the scrub technician did when inspecting it. One clip was fired successfully and when they tried to fire the second clip the technician realized the wire was loose. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The wrist was straightened upon the instrument removal through the cannula; the staff did not feel any resistance. There was no damage to the cannula after the instrument was removed. No other damages were noted. The clip was removed with a laparoscopic grasper. It was confirmed that only one staple fell inside of the patient. No additional surgical procedures were required to remove the fragment. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically as planned; there was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument was sent back to isi. The clip was thrown away. No pictures or recordings were taken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.